Event description:
It was reported the pt lost stimulation therapy. Diagnostic testing revealed the contacts on the lead were all invalid. An sjm rep reprogrammed to no avail. X-rays were taken, results are unk. The pt is pending an appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.